Event description:
Per medtronic, this system was explanted and replaced with their system. Multiple attempts to get explant information from the patient's following physician were unsuccessful. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8.5 cm distal to the is-1connector pin. Both fragments were received for analysis. The returned lead fragments were visually analyzed. The fragments showed strong extraction damages such as cuts in the insulation, a ruptured insulation approx. 5 cm to 8 cm proximal to the lead tip and deformation of the conductor coils. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.